Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was 484 mg/dl. Customer treated their blood glucose with a five unit manual injection. The customer stated they were feeling light headed and sick from their high blood glucose. Customer declined to troubleshoot at the time of the call. No additional information provided.